Event description:
Boston scientific received information stating: after a replacement procedure of an implantable cardioverter defibrillator (ICD) the lead exhibited a pacing threshold increase. Further testing will be performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).